Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. A replacement surgery was performed in which the existing aus with a 4.5 cm cuff was removed and replaced. The new 4.0 cm cuff was placed in a new spot on the urethra. The physician did not believe the initial cuff was of an incorrect size or implanted in an incorrect location. No device issues were identified in the explanted device. The patient was expected to fully recover.